Event description:
It was reported the patient had high impedance on some electrodes. The electrodes were out of range and over 10,000 ohms. The event was unresolved with no further action planned. If additional information is received on interventions or outcome a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), implanted: (B)(6) 2012, product type; programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2012, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3986a60, lot# n27618, implanted: (B)(6) 2005, product type: lead. Product ID: 7439, serial# (B)(4), implanted:(B)(6) 2005, product type: programmer, patient. Product ID: 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-45, j0437349v, implanted: (B)(6) 2005, product type: lead. Product ID: 3986a60, lot# n27618, implanted: (B)(6) 2005, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4)